Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There were traces of moisture were noted at lcd assembly per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump also had a minor scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.